Manufacturer narrative:
This is one of two final MDR report being submitted for this complaint with associated MFR report 3008264254-2016-00030. An enterprise device and prowler select plus micro catheter were received inside of a plastic bag. The received devices were inspected under the microscope and no damages were noted on them. Some waves were noted on the device; however these appear to have occurred during the handling of the unit when it was returned for evaluation. The stent was found deployed in the hub of the received micro catheter and no damages were noted on it. The functional analysis could not be performed as the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10420181. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported failure of the impediment of the stent could not be evaluated due to the stent was found deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could be contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. No corrective action will be taken at this time.

Manufacturer narrative:
This is one of two initial MDR report being submitted for this complaint with associated MFR report 3008264254-2016-00030. (B)4). Concomitant products: catheter (details unknown); enterprise stent (details unknown), 12 coils + 1 stent (details unknown). The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by the hospital contact that the prowler select plus microcatheter could not pass the enterprise 4.5x22 stent (enf452200/10420181) through the lumen. It was reported that there was severe resistance, something was blocking the stent. So the physician switched out the catheter for another of the same (details unknown). The customer says it looked like the stent had a tip even though it was not a tip, also it looked like there was no stent. It was also reported that the stent device did not make it out from the catheter. The stent was exchanged out for another enterprise stent (details unknown), successful stent assisted coil embolization was completed using 12 coils and 1 stent. There were no adverse events, patient was reported to be fine. The patient was reported to have an aneurysm of size 1.5 mm. The surgery was not delayed due to the reported event. It was initially reported that the products will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. There were no damages noted on the stent or microcatheter. The vessel was not calcified and moderately tortuous.